Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description mention "the device snapped" could you please clarify what was snapped (suture or needle)? What do you mean by "she thought it was user error because of the positioning of her instrumentation" please confirm if user error was possible for this issue? Is it possible to confirm if patient suffered from any signs or consequences due to the issue? What is the lot number? Device return follow up.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on a unknown date and a barbed suture was used. During the procedure, the device snapped. The surgeon opined that it may been caused by user error because of the positioning of her instrumentation. It was unknown if the procedure was completed successfully or if there were any patient consequences. No adverse patient consequences have been reported at this time. No further information was provided. Additional information was requested.